Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance and subsequent attempts of treatment appear to be related to the operational context of the procedure.

Event description:
It was reported that the 2.8 x 16 mm graftmaster stent delivery system (sds) was advanced for treatment of a limited perforation that occurred in the 70% stenosed, heavily calcified right coronary artery during use of an atherectomy device; however, the graftmaster sds failed to cross. Nothing was able to cross for treatment of the perforation. The patient was transferred to the intensive care unit for monitoring overnight. The patient was discharged on (B)(6) 2016. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.